Manufacturer narrative:
Evaluation summary: based upon the inquiry received visual and functional examination: the unit was found to require the green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that the error code of l3-002 was populating field during the procedure. The doctor was able to complete the biopsy with adequate samples without deploying the mammomarker. The troubleshooting was unsuccessful. The error code was populating screen with two different lot numbers. Unable to clear error code. There were no patient consequences reported.